Event description:
A pediatric patient was admitted with trauma to the lacrimal (tear) duct. During the procedure to repair it, the ritleng introducer tip broke off into the patient. The procedure was completed using an eyelid laceration stent. X-rays and CT scan showed a 5-6 mm piece of metal near the lacrimal space. The patient will have follow-up with pediatric otolaryngology. Per the manufacturer, the tip is not MRI compatible.manufacturer response: the manufacturer confirmed lack of MRI compatibility. The delicate nature of the device can result in unintended bending during packaging, processing or use. We are still investigating processing and storage standards for this device.